Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Horizontal complete fracture of osseointegrated implant #7 is reported. Down at screw apical level. The implant was removed and site was grafted with allograft.

Manufacturer narrative:
This report is being submitted to report both additional and corrected information. The following sections are being reported: b3: date of event was corrected. D4: expiration date and unique identifier (UDI) number . H2: if follow-up, what type. H3: device evaluated by manufacturer. H4: device manufacturer date. H6: type of investigation. H6: investigation findings. H6: investigation conclusions. H10: additional narratives/data. The reported device was not returned and the reported event was non-verifiable without returned product or objective evidence of the reported implant fracture failure. Based on the evaluation, the device malfunction could not be verified. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that did or could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. Complaint history review was performed for the reported lot number for similar events and 1 other complaint was identified. The reported event could not be recreated due to the nature of the dental device and event (fracture). The complaint is related to the functional performance of the device. A definitive root cause could not be identified. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional or corrected information to report.